Event description:
It is reported that the pt came to the doctor with an unstable hip. Dr decided that the cup was in a over anterverted position. During revision surgery in 2008, it was discovered that the liner was broken.

Manufacturer narrative:
Eval summary: the breakage of the liner might have been caused due to the excessive stress between the femoral head and the liner and or between the cup and the liner due to the unstable nature of the construct. This unstable hip might have been caused if the cup is not inserted in the correct anatomical position during surgery or if the liner was not firmly secured to the cup leading to micro-motion between the poly and the cup. No x-ray has been returned for eval. No definitive cause analysis can be performed with certainty. Eval: liner rim is fractured and deformed, the condition of the part does not allow for dimensional eval. Device history records indicate device manufactured to specification.